Manufacturer narrative:
Citation: wang n. Et al. Post-dilation in transcatheter aortic valve replacement: a systematic review and meta-analysis. J interven cardiol. 2017;30:204¿211. (B)(4). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding post-dilation in transcatheter aortic valve replacement: a systematic review and meta-analysis. All data were collected from multiple studies in the meta-analysis format. Six studies were review ((B)(6) patients), two studies which included medtronic corevalve. (Serial numbers not provided). Among all patients mortality was noted, however based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, paravalvular leak (pvl), moderate-severe paravalvular regurgitation, and new pacemaker implant. Based on the available information, these events may have been attributed to medtronic product.